Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified previously reported information, indicating that the damage to the left vertebral artery was believed to have been caused by an accidental puncture when inserting a central venous (cv) catheter. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated data: b5 - event description d4 - exipration date, lot#, UDI h4 - device manufacture date h6 - patient, device and method code additional codes - imf health impact code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, the right side was used for access site with an minimum diameter of 6 millimeter (mm). After the valve procedure and after returning to the ward, the accidental puncture when inserting a central venous (cv) catheter occurred. Per the physician, the delivery catheter system (dcs) and procedure did not cause or contribute to the injury.

Event description:
Medtronic received information that on the same day, following the implant of this transcatheter bioprosthetic valve, after returning to the ward, dyspnea appeared. Chest x-ray showed an enlarged mediastinal shadow, and contrast computed tomography (CT) showed mediastinum hematoma and airway compression due to left vertebral artery damage. The damage to the left vertebral artery was believed to have been caused by an accidental puncture when inserting a "cv" into the left internal jugular vein. Intubation and mechanical ventilation were initiated, and an emergency left vertebral artery embolization was performed. The patient was transferred to the intensive care unit (ICU) after surgery, where hematoma reduction and improvement of airway pressure was awaited. Five days following surgery, the patient was extubated and left the ICU one day following extubation. Rehabilitation and heart failure treatment were performed. The patient was transferred to another hospital 19 days following surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; product lot/serial number unknown; product type: transcatheter aortic valve (tav); implant date {{implantdate}} product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.